Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 13-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic discomfort ('stiffness in the pelvis') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic discomfort (seriousness criterion medically significant), spinal osteoarthritis ("lumbar osteoarthritis"), sciatica ("existence of two conjoined inflamed turgid roots posterior to s1"), hypoaesthesia ("diffuse hypoaesthesia of the lower right limb, numb leg and foot"), muscular weakness ("slight deficit in the right lower limb") and vein disorder ("periradicular venous turgor"). Essure treatment was not changed. At the time of the report, the pelvic discomfort, spinal osteoarthritis, muscular weakness and vein disorder had not resolved and the sciatica and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for hypoaesthesia, muscular weakness, pelvic discomfort, sciatica, spinal osteoarthritis and vein disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-jan-2022. The most recent information was received on 21-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of pelvic discomfort ('stiffness in the pelvis') in a 46-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic discomfort (seriousness criterion medically significant), spinal osteoarthritis ("lumbar osteoarthritis"), sciatica ("existence of two conjoined inflamed turgid roots posterior to s1"), hypoaesthesia ("diffuse hypoaesthesia of the lower right limb, numb leg and foot"), muscular weakness ("slight deficit in the right lower limb") and vein disorder ("periradicular venous turgor"). Essure treatment was not changed. At the time of the report, the pelvic discomfort, spinal osteoarthritis, muscular weakness and vein disorder had not resolved and the sciatica and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for hypoaesthesia, muscular weakness, pelvic discomfort, sciatica, spinal osteoarthritis and vein disorder with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.